Event description:
Pt reported experiencing irritation while using the dailies toric left lenses. The irritation subsided once lenses were removed. The pt also mentioned she had an ulcer in (B)(6) 2011 and was prescribed medication and then resumed lens wear two weeks later.

Manufacturer narrative:
Medical records revealed pt had several events that had dated back 14 years: corneal abrasion, corneal ulcers, keratitis, conjunctivitis, episcleritis and recurrent erosion. The reported ulcer was 4-6mm and centrally located. None of the previous events occurred while wearing ciba vision contact lenses. There were no event problems with the focus dailies toric except for the irritation. A contributing factor noted in the medical records was pt's exposure to forest fire smoke. Pt's visual acuity was not affected. The lenses have not been returned for eval. Retained samples on affected lot were examined and all test results were within spec. The review of device history records for affected lot found all records related to the mfg, inspection, testing and release of lot met all specs. (B)(4).